Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). As of (B)(6) 2017, the customer had not yet been discharged. A tandem territory manager assisted with training the acute nursing staff on the infusion set and pump cartridge change as the hospital staff wanted to start the customer back on the pump. No additional information was provided. Although multiple attempts were made to contact the customer for more information, the customer did not reply to the requests.

Manufacturer narrative:
Tandem territory manager reported that the customer had resumed pump therapy and was doing well. The customer was now living in a care facility.